Event description:
On (B)(6) a home monitoring alert was sent indicating the device was eri with a battery voltage of 2.85. Today, home monitoring is indicating a battery status of mol2, 30% remaining and 2.85 voltage. The patient is being brought into the office for further evaluation. Home monitoring reports are included with this report. On (B)(6) 2012- as of today, all available information suggests this device remains implanted. If additional information is obtained, this event will be updated.

Manufacturer narrative:
Upon receipt the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not able to be interrogated. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be within specification with an external power supply attached. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The battery was opened for destructive analysis. During the inspection of the inner assembly, insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In summary, the device was implanted for 51 months. The clinical observation resulted from an increased internal self-depletion within the battery over the service time of 51 months.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed a battery voltage of 2.85 v. Furthermore, a charge time of 15.3 s is documented for the last automatic capacitor reform, both indicating a depleted battery. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data indicates a depleted battery.